Manufacturer narrative:
.

Event description:
The customer reported that the audio monitor does not work. The device was not in clinical use at time the issue was discovered. There was no adverse event or patient harm reported.